Event description:
It was reported that the patient wanted help with reprogramming and the patient had the device for right foot and ankle pain. It was noted that the day prior to the report, the patient complained of not getting any stimulation down into the foot. It was reported that there were high impedances greater than 10,000 ohms on electrodes 2 and 7. Only one group utilized electrode 7, and it was not the program the patient was using. The reporter stated that the device was reprogrammed to get good coverage of the right foot and ankle without using the ¿compromised¿ electrodes, and no further problems were noted. It was reported that the patient did not have any fall or other event before losing stimulation in the foot. It was noted that the electrode pair of 0 and 8 had an impedance less than 50 ohms. Patient symptoms included less than 50 percent therapy relief in the right foot and ankle, and the patient status was noted as no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 355531, lot# n329800, implanted: (B)(6) 2012, product type: screening device; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).